Event description:
The account alleges that the head section would drift downward.

Manufacturer narrative:
The account has state that they have not had a chance to repair this device. The account stated that they will contact hill-rom if additional assistance is needed. As of this report, no other info has been provided to hill-rom. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.